Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis of the harmonic ace insert curved was a broken blade near the blade base. The blade broke at roughly 0.203" from the base. The broken piece was not returned. The common cause of this failure is typically attributed to mishandling/misuse. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. Images of the harmonic ace insert related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. One of the images showed the harmonic ace insert blade was missing/detached. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace insert blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer discovered that the harmonic ace insert blade was fractured. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional/updated information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.